Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician inadvertently kinked the penumbra system ace 68 reperfusion catheter (ace 68) at the hub upon removal from its packaging. The ace 68 became kinked prior to use and therefore, was not used for the procedure. The procedure was successfully completed using a new ace 68 kit.